Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. After the alarm, insulin was confirmed to be exiting from the infusion set tubing and was reconnected to the infusion set site. No additional alarms had been received. The contact thought that the pump was the cause of the occlusions.